Event description:
Customer left message with technical support dept stating, that they have a device that will not recharge batteries, and has questions about if they can get it fixed or what they need to do.

Manufacturer narrative:
Physio-control returned call, unanswered, left message with an offer to evaluate and service device.